Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was foreign matter "opaque liquid" in tube prior to use with 2 bd vacutainer® sst blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: before using there was opaque liquid in the tube, about 4ml.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/25/2020. H.6. Investigation: bd received 2 samples and 3 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter in tube with the incident lot was observed. All customer samples were evaluated by functional testing and the issue of foreign matter was observed. Additionally 10 retain samples were evaluated and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there was foreign matter "opaque liquid" in tube prior to use with 2 bd vacutainer® sst blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: before using there was opaque liquid in the tube, about 4ml.